Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue and battery compartment damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014 - product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a related alarm was observed in the pump¿s black box. A battery compartment crack was observed. The battery cap threads were damaged and could not properly secure to the pump- a power issue was experienced. A test battery cap was used for testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. There was no evidence of internal moisture damage. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.